Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead went into ventricular fibrillation (vf). The patient is also implanted with a left ventricular assist device (lvad). Due to their lvad system, the patient was conscious and felt normal during the vf episode. Their cardiac resynchronization therapy defibrillator (crt-d) detected the vf episode and delivered a shock. The shock did not terminate the vf. Seven more shocks were delivered, as programmed. No shock was able to terminate the vf. The patient presented to the hospital with the same vf episode still running. The doctors at the hospital connected the programming system with the crt-d. They detected the vf episode on the live electrogram (egm) of the programming system correctly and as a result they wanted to deliver a shock manually over the programming system to end the vf episode. While the shock was delivered the doctors observed an error message indicating an open circuit condition was detected during shock delivery. They pressed the close button on the error message; however, the programmer screen then froze and finally went into a black screen. The doctors decided to shock the patient with an external defibrillator. The external shock ended the vf. The patient received 80mg propofol and partly showed sinus rhythm as well as adequate atrial and ventricular pacing, as detected via an external electrocardiogram (ECG). The doctors then tried to reconnect to the crt-d device with the programming system but had no success. Repositioning of the programming wand and several connection attempts all has been unsuccessful. Nevertheless, adequate atrial and ventricular pacing could be detected with an external ECG. The patient was hospitalized and monitored. A boston scientific field representative was not present during the incident. Three days late, the doctors contacted a boston scientific field representative and together they tried another connection attempt with the programming system. This time a connection to the crt-d device was successful and the device could be investigated. No error message occurred, and the device seemed to work correctly. Data was taken from the device and sent to boston scientific technical services (ts) for further review. No additional adverse patient effects were reported. This system remains in service. Boston scientific technical services (ts) in conjunction with the engineering team confirmed the last shock attempt was the one that recorded an open shock lead impedance. As such, in-clinic review was recommended in order to confirm therapy availability. Additionally, there was no evidence of a manual commanded shock delivery after this episode. No notable faults or telemetry related issue was found. To date (23-apr-2024), no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead went into ventricular fibrillation (vf). The patient is also implanted with a left ventricular assist device (lvad). Due to their lvad system, the patient was conscious and felt normal during the vf episode. Their cardiac resynchronization therapy defibrillator (crt-d) detected the vf episode and delivered a shock. The shock did not terminate the vf. Seven more shocks were delivered, as programmed. No shock was able to terminate the vf. The patient presented to the hospital with the same vf episode still running. The doctors at the hospital connected the programming system with the crt-d. They detected the vf episode on the live electrogram (egm) of the programming system correctly and as a result they wanted to deliver a shock manually over the programming system to end the vf episode. While the shock was delivered the doctors observed an error message indicating an open circuit condition was detected during shock delivery. They pressed the close button on the error message; however, the programmer screen then froze and finally went into a black screen. The doctors decided to shock the patient with an external defibrillator. The external shock ended the vf. The patient received 80mg propofol and partly showed sinus rhythm as well as adequate atrial and ventricular pacing, as detected via an external electrocardiogram (ECG). The doctors then tried to reconnect to the crt-d device with the programming system but had no success. Repositioning of the programming wand and several connection attempts all has been unsuccessful. Nevertheless, adequate atrial and ventricular pacing could be detected with an external ECG. The patient was hospitalized and monitored. A boston scientific field representative was not present during the incident. Three days late, the doctors contacted a boston scientific field representative and together they tried another connection attempt with the programming system. This time a connection to the crt-d device was successful and the device could be investigated. No error message occurred, and the device seemed to work correctly. Data was taken from the device and sent to boston scientific technical services (ts) for further review. No additional adverse patient effects were reported. This system remains in service. Boston scientific technical services (ts) in conjunction with the engineering team confirmed the last shock attempt was the one that recorded an open shock lead impedance. As such, in-clinic review was recommended in order to confirm therapy availability. Additionally, there was no evidence of a manual commanded shock delivery after this episode. No notable faults or telemetry related issue was found.